Manufacturer narrative:
H3, h6: the device was not returned for evaluation; however, the provided video was reviewed and revealed that the handpiece could not be reinserted into the console. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Additionally, the review of complaint history for the part number over the past 13 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The review of the risk management file revealed this failure mode was previously identified. As a final point, the historical review concluded that there are no prior escalated actions related to this part number and failure mode. With the results of this investigation a definitive root cause could not be determined. It has been noted that although the reported event has been associated with the handpiece, the most probable root cause is that the issue is related to a versajet console failure, as it was the console that stopped working and displayed a system fault alarm. No further investigation can be performed against the handpiece. At this time, we have no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Corrected data: h6 (medical device problem code).

Manufacturer narrative:
Internal complaint reference case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a debridement, the versajet plus assy, 45 degree x 14mm stopped providing the solution and the device turned on the red exclamation point light. The device restarted twice, however, when the key was removed it no longer allowed it to re-enter again. The debridement was cancelled.